Event description:
It was reported that (1) device was used during a total abdominal hysterectomy procedure. It was reported by the rep that the prr35 staples did not form properly. Another device was used to complete the case. There was no consequence to the pt.